Event description:
An olympus loaner device, evis lucera elite colonovideoscope, was evaluated at the olympus service center as the device was leaking where the glue was added. Upon inspection and testing of the returned device, fluid invasion at the scope connector causing an error was discovered. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction of electrical continuity error occurs due to water invasion in the scope connector found during evaluation.

Manufacturer narrative:
The loaner device was returned to olympus. Upon inspection testing of the returned device, an immersed scope connector was discovered. In addition, switch 3 was out of function, there was no image when using hot and cold water to test when the spare scope connector was installed, the angle wires were stretched and there was noise appears on the screen. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling of the device, causing water invasion of the scope connector and leading into electrical components being broken. Users can detect the suggested event properly by handling the device in accordance with the following IFU. Inspection of the endoscopic image. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.